Event description:
(B)(4) clinical study. It was reported that during a coronary artery stenting treatment procedure, a branch occlusion occurred. Lesion 1 being treated was located in the 2nd obtuse marginal (om). The lesion was 80% stenosed, 2.5mm in diameter and 17mm long. The lesion was treated with predilation and placement of a 2.25x20mm ion us coa paclitaxel - eluting platinum chromium coronary stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the distal circumflex (cx). The lesion was 70% stenosed, 2.5mm in diameter and 13mm long. The lesion was treated with predilation and placement of a 2.5x16mm ion us coa paclitaxel - eluting platinum chromium coronary stent. Residual stenosis was 0%. Lesion 3 was located in the proximal right coronary artery (rca). The lesion was 70% stenosed, 2.5mm in diameter and 16mm long. The lesion was treated with direct stent placement of a 2.5x20mm ion us coa paclitaxel - eluting platinum chromium coronary stent. Residual stenosis was 0%. During the index procedure, a side branch occlusion occurred after placement of the 2.5x16mm ion stent. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).